Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a gel pad. The distributor states that (B)(4) received a complaint on (B)(6) 2014 from a customer with a skin rash from use of the witouch tens device and the witouch gel-pads manufactured by covidien. He reported he has owned his witouch brand tens unit for about four months. At month three ((B)(6) 2013) he noticed itching beneath the witouch gel-pads hydrogel pads during and after use of the tens unit. The customer happens to be a medical doctor, and sought medical attention from a dermatologist. He discontinued use for approximately two weeks and applied cortisone creme prescribed by the dermatologists. During this time the skin rash cleared up, and recently when he tried to use the tens unit and gel-pads again the rash began to return. He now has completely stopped use. He reported witouch gel-pads lot# 300423 was used during the time the skin rash occurred.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.